Event description:
It was reported that an oxylog 2000 plus during ventilation via endotracheal tube on a 16 year old patient (post resuscitation) in vc-cmv mode at times only built up approx. 0.1 l minute volume & alarmed because of this ("mv low"). After restart, initially for approx. 15 min. Normal function/ventilation until shortly before handover in the shock room, same fault again. Note: during restart, manual ventilation using a ventilation bag via endotracheal tube possible without any problems; controlled ventilation also possible without any problems after second fault with ve 100 in the shock room. Device was taken out of service and blocked from use. According to information, adequate ventilation (vt / mv) was not possible. No feedback on deterioration of patient status, medical intervention etc. Reported via telephone with customer. The device has alarmed. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.